Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified system which was reproduced as a system error 345. Multiple system error 345 alarms were verified through a review of the event history log and found to be caused by a failed downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a unspecified system error. There was no patient involvement. No additional information is available.